Event description:
A us distributor returned electrode belt sn (B)(4) indication that it could not communicate with an test monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (does not communicate with test monitor) was confirmed. As received, the electrode belt was unable to communicate with a monitor. The cause of the failure is an internally shorted esd700 component that caused physical damage to u713 and u700 on the distribution node (dn) pca. The root cause of the shorted component was unable to be positively identified. No adverse event resulted from the damaged belt.